Manufacturer narrative:
A medtronic representative went to the site to test the equipment. While performing an imaging system check-out, a medtronic representative determined that the patient database required replacement. The database was restored from backup information that had been saved on the mobile view station. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spine procedure, the site's imaging system displayed an error. The mobile view station displayed "corrupted database". The error was displayed upon boot up. The surgeon discontinued use of the imaging system and navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.